Event description:
Follow up with the nurse found that there was limited information documenting what may have caused the high impedance in the notes. The operative diagnosis was ¿lead malfunction¿ prior to surgery, with exchange of lead in connection to battery. There was no patient manipulation or trauma documented. Additionally, the nurse was not sure if x-rays were taken to assess continuity of the system or if device was left programmed off between surgeries. There was no documented lead fracture observed in surgery. No other information was provided.

Event description:
It was reported that high impedance was obtained during generator replacement surgery. The patient was closed with the new generator and existing lead and would undergo lead replacement at a later time. It was reported that the patient later underwent surgery to replace the lead and generator. The generator and lead have not been received for analysis to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Analysis of programming history was performed which identified that the high impedance condition has existed since (B)(4) 2003.

Event description:
Additional information was received indicating that the vns patient had generator replacement surgery on (B)(6) 2013 due to end of service. High impedance was first observed during the replacement surgery. Patient manipulation or trauma is not believed to have caused or contributed to the high impedance. X-rays were taken and were reported by the physician to be unremarkable.

Manufacturer narrative:
(B)(6). Analysis of programming history.

Event description:
On (B)(4) 2013, it was reported that the explanted devices were discarded. Attempts for additional information have been unsuccessful.